Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's exact blood glucose reading was unknown. The customer also stated they did not have any issues with their sensor readings. Customer also stated their sensor cannula was bent upon removal of the sensor. Customer declined to troubleshoot any further. No additional information provided.